Event description:
It was reported that the patient experienced a loss of therapeutic effect. The issue occurred following some type of environmental exposure; a hospital setting. The patient was hospitalized for cardiac issues and while she was there she tried to educate the health care professional staff on her implant but no one was familiar. It was determined that the device was interfering with medical equipment so the patient decreased setting to 2.5v. The patient returned from the hospital yesterday, (B)(6) 2013 and noticed a return of symptoms, "going to the bathroom every 20 minutes." The patient increased stimulation level to 3.5v . If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v834750, implanted: (B)(6) 2012. Product type: lead: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3037, serial# (B)(4). Product type: programmer, patient. (B)(4).